Manufacturer narrative:
The customer¿s report of the device failing to alarm for air in line was not confirmed. Analysis of the pcu event log shows that the device was in use and infusing tpn ¿ starter at a rate of 3ml/hr. At 10:30 pm on (B)(6) 2016, the device alarmed for flo stop open for 8 seconds and then again at 10:41 pm for 4 seconds. Between 10:53 pm and 10:59 pm, the device alarmed 9 times for patient side occlusion. At 12:15 am on (B)(6) 2016, the user changed the rate to 6ml/hr. The system configuration for the returned device showed that the air in line bolus limit was set for 50 ul with the accumulated air setting enabled. Testing showed that the device alarmed appropriately for air in line for single bolus and accumulated air detection. The root cause of the customer¿s report of failing to alarm for ail was not identified.

Event description:
The customer reported that tpn was infusing at a rate of 3.9 ml/hr via uvc (umbilical venous catheter). At 2235 the tubing and tpn bag were changed. At 0045 the patient presented with bradycardia and oxygen desaturation requiring chest compressions, intubation, epinephrine administration x 3, 100% fio2, and normal saline fluid boluses x 2 from 0045 to 0146. At 0122 a chest x-ray showed the uvc with "presence of air 1 cm on liver of undetermined nature, not previously seen" (on x-ray taken (B)(6) 2016). Repeat x-ray 10 hours later showed "no linear radiolucency to liver." Prior to the event proper placement of the uvc had been confirmed by chest x-ray. The uvc was removed on (B)(6) 2016 at 1100 with the catheter tip intact. The IV tubing and catheter were sequestered. The user stated that there was no evidence of champagne air bubbles, striping or air in line in the tubing and the device had not alarmed for air in line. The device was tested per hospital bio-med department and determined to be working properly. The patient was discharged to home on full oral feedings.